Event description:
It was reported that the asymptomatic patient presented in clinic for right ventricular (rv) leadless pacemaker (lp) retrieval procedure. During an in-clinic follow-up post implant procedure, it was found that the rvlp exhibited no capture and poor sensing due to suspected dislodgement. It was confirmed via fluoroscopy imaging that the rvlp was dislodged and had migrated to the lung. During retrieval of the rvlp, the helix was damaged. The rvlp was successfully retrieved, explanted and replaced. Patient condition was stable post-procedure.

Event description:
It was reported that the asymptomatic patient presented in clinic for right ventricular (rv) leadless pacemaker (lp) retrieval procedure. During an in-clinic follow-up post implant procedure, it was found that the rvlp exhibited no capture and poor sensing due to suspected dislodgement. It was confirmed via fluoroscopy imaging that the rvlp was dislodged and had migrated to the lung. The rvlp was successfully retrieved, explanted and replaced. Patient condition was stable post-procedure.